Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, after a device vibratory alert, post-paced t-wave oversensing episodes were observed on the ventricular lead. The patient did not receive any therapy during the oversensing episodes. Device reprogramming was recommended. The patient is stable.